Manufacturer narrative:
Investigation description: complaint confirmed and duplicated. The device was placed on a charging pad and did not wake. Upon opening the device, fluid ingress residue and corrosion were found in the interior components. The device will need to be scrapped.

Event description:
It was reported that the pump became nonresponsive with a black screen after the user attempted a supply change, did not observe insulin drops during fill tubing, received consecutive stalled motor alerts, removed the cartridge, and then dispensed insulin directly into the pump, after which the device would not wake despite charging and sleep/wake attempts. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem and insufficient information regarding a specific device component, with no findings available. No clinical signs or symptoms reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.